Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the electrogram noted no ventricular capture. The asymptomatic patient presented in clinic on an unknown date. All tests revealed normal measurements and capture was observed. No intervention was performed. The patient presented in clinic for follow-up on (B)(6) 2018 and no anomalies were noted.